Manufacturer narrative:
Per field service representative (fsr) the unit had not been turned on since (B)(6) 2018. He plugged the system in, turned it on and allowing it to fully charge. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery icon was red when the unit was powered on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) advised the user facility of proper charging procedures. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.